Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for a change in stimulation. An impedance check revealed disconnected electrodes. Reprogramming was unable to restore the desired coverage. The evoke scs system was turned off in preparation for a lead revision procedure. Prior to the scheduled revision, the patient reported resolution of pain and requested explantation of their evoke scs system.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: section d4 - expiration date, section g3 - date received by manufacturer, section g6 - type of report, section h4 - device manufacture date, section h6 - evaluation codes, section h10 - manufacturer narrative. The lead was discarded. The impedance logs were reviewed and electrodes 9, 10, and 11 were disconnected, electrode 8 displayed high impedance, confirming the reported event. Images of the lead were provided which show deformation of the lead at the active anchor. The conductor cables and their condition at the time of the event were not able to be analysed from the provided images. Without the return of the lead for analysis, it is not possible to reach a definitive root cause. The evoke scs system clinical manual states ¿electrodes with a cross through them are high impedance (> 4000 o) and may be disconnected. A disconnected electrode cannot be used for stimulation¿. Evoke scs system surgical guide lists ¿breakage of the lead or failure of other system components, which may result in loss of stimulation¿ and requiring surgery (including revision, explant, and replacement) as a result as a potential risk associated with the implantation and use of a spinal cord stimulation system.